Event description:
The ICD involved in this report was interrogated upon scheduled follow-up on (B)(6) 2012. The physician reported that two recorded vf episodes (dated (B)(6) 2011 and (B)(6) 2012) seemed to be related to oversensing (no inappropriate therapy was delivered because they were not sustained). Reportedly, while the ventricular channel egms (rv lead tip to rv lead ring) clearly show oversensing, egms from the second channel (set to rv coil to can) do not show any signal (undersensing). An explanation is requested. It should be noted that the pt might have used electric welding tools, as reported.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.